Event description:
It was reported, the camera head autofocus was not working. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient injury or harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Additionally, the device evaluation found the device failed the leak test. A definitive root cause cannot be identified as the customer¿s allegation could not be reproduced. However, failed water leak test was due to opening within cable/camera head. The leak can attribute to the reported event. A device history review of the current product was conducted, and no problems were found. This issue is addressed in the instructions for use (IFU): "before each case, prepare and inspect this camera head as instructed below. Inspect other equipment to be used with this camera head as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If this camera head malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the camera head for repair¿. Warning: ¿ never use the camera head on a patient if any irregularity is observed. The irregular camera head may compromise patient or user safety and may result in more severe equipment damage. In addition, it may pose an infection control risk." Page. 17. The most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of this device.